Event description:
It was reported that the pump locking latch is loose, bent and not closing properly. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6), 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the pump locking latch is loose, bent and not closing properly. The reported event as confirmed. The service evaluation revealed a loose door lock along with a worn roller assembly. Furthermore, both motor and front overlay are defective.